Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026.